Event description:
On (B)(6) 2014 at the (B)(6) medical school in (B)(6), it was reported that the plegiox cardioplegia heat exchanger from lot number 70093242 was leaking. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was evaluated in the laboratory and a leak was detected in the bubble trap cover on the side of the white bypass tap. There was an insufficient amount of adhesive applied in a 1 cm length of the adhesion surface. In addition, an air bubble was found in the adhesive connection. (B)(4).